Manufacturer narrative:
The current device instructions for use (IFU) lists vessel perforation as known complication. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage. The event described above may or may not have caused or contributed to the pt outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed.

Event description:
The pt's distal left middle cerebral artery was totally occluded. An mc18 microcatheter was passed over a boston scientific 0.014 inch diameter transend guidewire. The guidewire was passed beyond the middle cerebral artery occlusion. The microcatheter was passed into the proximal aspect of the occluded segment of the vessel and 3 mg, tpa was infused over approx two mins. The transend guidewire was once again placed and positioned distal to the occlusion. The microcatheter was advanced beyond the occlusion. A merci retriever l6 device was passed through the microcatheter until the loops were deployed distal to the microcatheter. The microcatheter and retriever were slowly withdrawn into the guide catheter and removed from the body. A small amount of thrombus was seen within the retriever. Angiogram images showed a parenchymal stain near the site of the occluded middle cerebral artery. Extraluminal contrast was also seen indicating a possible vessel perforation. This contrast was subarachnoid. No further interventions were performed and the procedure was terminated. The site personnel did not specifically comment on whether they felt the vessel damage was caused by the guidewire, microcatheter or retriever. The pt expired due to progression of the stroke.